Event description:
The reporter called and alleged a discrepant result when compared to the lab for two patients. The reported device result/lab inrs were 6.2/3.22 in 2006 and 8.0/5.93 in 2006. No treatment was given to the patients. The device was replaced and requested to be returned for evaluation.